Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR.# 9610726-2009-00206.

Event description:
It was reported that patient had revision surgery due to pain. All components were removed and replaced. The tibial insert and patella exhibited wear, pitting & yellow discoloration.